Event description:
It was reported that the pt was experiencing numbness in her left arm. The numbness occurred whether her device is turned on or off. The pt was reported to be at home in good condition. Further info being requested from the hcp.

Manufacturer narrative:
.